Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no damage to the pushwire or catheter observed.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): a pipeline flex embolization device and a marksman catheter were returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a sealed tyvek biohazard pouch. Visual inspection/damage location details: the pipeline flex was returned within the marksman catheter and found to be extending ~50.5cm from hub and ~0.9cm from distal tip. The pipeline flex embolization device was then removed from marksman for further evaluation. (Pli-10) upon visual inspection, the marksman hub was found to be cracked. No bends or kinks were found with the marksman catheter body. No damages were found with the distal tip. The marksman total length was measured to be 158.6cm (reference 157.0cm). The marksman useable length was measured to be 150.9cm (specification 150.0cm ± 3cm). No other anomalies were observed. (Pli-20) no bends or kinks were found with the pipeline flex pushwire. The hypotube and ptfe were found to be intact and with blood residue. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps restraints/sleeves and tip coil were not returned. The pipeline core wire was found to be broken. Proximal braid end was found to be opened and frayed. The distal braid end was found to be opened and frayed. No other anomalies were observed. Testing/analysis (including sem reports): the broken core wire was sent out for sem (scanning electron micrographic) analysis. The elemental analysis of the broken core wire end exhibited corrosion damage. (Pli-20) the marksman catheter could not be used for resistance testing due to its damaged condition. Conclusion based on the device analysis and reported information, the customer¿s report of ¿resistance/stuck during delivery¿ was confirmed. Possible contributor for resistance is lack of continuous flush during delivery. Based on the returned devices, there was no non-conformance to specifications identified that led to the resistance during delivery issues. Based on the returned device, the customer report of ¿catheter resistance¿ was confirmed. Possible contributors for ¿catheter resistance¿ are ped/delivery system damage, catheter damage, user does not maintain continuous flush or resistance during delivery/retrieval. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as pipeline flex braid ends were found to be open. Customer reported that patient vessel tortuosity as minimal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline could not be pushed through the marksman catheter, failed to open distally, and the tip became damaged when it was withdrawn. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the c4 segment. The max diameter was 29mm, and the neck diameter was 12mm. The patient's vessel tortuosity was minimal. The landing zone was 3.99mm distal and 5.1mm proximal. The access vessel was the femoral artery, which was 12.1mm in diameter. It was reported that the pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. The devices were replaced, and the patient did not experience any injury or complications. Angiographic results post procedure showed it immediately stayed. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a navien catheter, rebar catheter, and stryker guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.